Event description:
Procedure type: colorectal.according to the reporter:the idrive was continuously rotating without the surgeon having pressed the button. There was no reinforcement material used. The difficulty did not result in unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. The patient is currently is good condition.

Manufacturer narrative:
(B)(4)